Manufacturer narrative:
Analysis of the instrument and instrument data indicated that the cause of the discordant results is unknown. Instrument data was examined and no mechanical issue was identified. The pattern of discordant results for multiple analytes is suggestive of a sample integrity issue. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant results for multiple assays were obtained on a patient sample. The results were not reported to the physician. The sample was repeated and results within the expected reference range were obtained and reported. Patient treatment was not altered or prescribed on the basis of the discordant results. There was no report of adverse health consequences as a result of the discordant results.